Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument was received with the pushers fully deployed. The cartridges were observed to be properly seated after firing. One of the jaws was broken. No other visual abnormalities were observed. The condition of the device precludes functional testing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed condition can be produced by excessive mechanical force applied to the instrument on extreme tissue thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a hartman's reversal procedure. During testing, the handle of the device broke. No patient injury has been noted.